Manufacturer narrative:
An examination of the returned uphold¿ lite with capio slim revealed that the suture on the blue with white stripe dilator was broken. The suture on the blue dilator was cut which was most likely to facilitate removal of the device. The remainder of the sutures with dart were not returned and were missing. The suture break seen on the returned device would cause the difficulty experienced by the user thereby confirming the event. Visual analysis revealed that there was a residue inside the head of the capio slim. As a result, the carrier was sluggish when actuated. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, the investigation concluded that the most probable cause for this event is supplier manufacturing process design as the design or validation of a suppliers manufacturing process was not sufficient to ensure the finished device met the intent of the design. The investigation concluded that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in suture severing. The issue is under investigation and a correction has not yet been implemented. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Device component code is related to device problem code for the problem of needle detachment.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during a uphold lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the capio carrier can't be fixed in the capio cage well and could not pass into the ligaments. The physician tried several times. The procedure was completed with another uphold¿ lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results: the suture on the blue with white stripe dilator was broken. The remainder of the suture with dart was not returned and was missing. Please see block for full investigation details. Reportedly, the darts were removed and were not left inside the patient.